Manufacturer narrative:
The subject device was returned and evaluated. The reported allegation was confirmed; the image was flickering and showed vertical lines. This issue was thought to have been caused by a faulty camera connector. The evaluation also uncovered a failed video connector socket and a missing foot. The investigation is ongoing. A supplemental report will be submitted upon completion.

Event description:
The customer reported to olympus that the video system failed to produce an image. There was no patient involved in this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the cause of the faulty video connector socket could not be identified. Olympus will continue to monitor field performance for this device.